Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up in the month of (B)(6) 2015, the left ventricular exhibited increased capture thresholds. The lead was also noted to exhibit a loss of capture due to dislodgement. On (B)(6) 2016 the patient was brought into the clinic and the lead was successfully capped and replaced. The patient was asymptomatic before and post surgery.